Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that these spacer blocks are missing springs and have chips in the plastic near the spring. Not used in cases.

Manufacturer narrative:
It was reported that these spacer blocks are missing springs and have chips in the plastic near the spring. Not used in cases. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.